Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired due to unknown causes. There is no known relationship between the cause of death and any of the devices at this time. Additional information was requested but was not yet available. Related manufacturer reference numbers: 2017865-2017-06976, 2017865-2017-06979, 2017865-2017-06982.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the patient expired due to multi-organ failure not related to an abbott device.

Event description:
It was reported that the cause of death for the patient was multi-organ failure. There is no known relationship between the patient's death and any of the implanted devices.